Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07818. It was reported that stent damage occurred. The 90% stenosed, eccentric, de novo target lesion was located in the severely tortuous and mildly calcified left anterior descending artery to left circumflex artery. The lesion contained <=45 degrees bend. After pre-dilation was performed using a 2.0x20 maverick ii balloon catheter, a 2.75 x 20 synergy drug-eluting stent was advanced to the lesion. However, significant resistance encountered. The device was removed and it was noted that the tip of the stent was deformed. Another 3.00 x 20 synergy stent was advanced but still encountered significant resistance. The device was removed and it was also noted that the stent was deformed. The procedure was completed using another stent. No patient complications were reported and the patient's status was stable.